Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent infusion set cannula and mentioned that they also experienced high blood glucose of 400 mg/dl at the time of the incident. The customer declined to troubleshoot for the bent cannula and the troubleshooting and just wanted assistance for changing the reservoir. The customer was assisted with insulin pump rewind and prime. The insulin pump will not be returned for analysis.